Event description:
It was reported that during the implant procedure, the right ventricular lead would only pace in unipolar and not in bipolar and the impedance was low. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching. The analyst noted that electrical cross continuity test was failed. Destructive analysis was performed. Visual inspection found inner insulation breached (extrinsic) within the connector leg pulled/ stretched/ overstress. The insulation breach did not contribute to the electrical complaint of low impedance. (B)(4).